Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory not recalled for test results since customer is unable to discern. Adverse event not reported.